Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken drill guide. The pin was missing causing it to swing the wrong way. It was discovered by the surgeon prior to putting the plate on outside the patient. It was an anterior cervical discectomy and fusion (acdf) surgery. The surgeon was able to complete the surgery with the equipment and there was nothing in the patient.